Event description:
After they advanced the guidewire of a port a cath, it appeared that it was in the pt. The wire uncoiled but she wasn't sure when it uncoiled.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of asxhe001 showed no other similar product complaint(s) from this lot number.